Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a peg (percutaneous endoscopic gastrostomy) procedure performed in 2009. According to the complainant, after 2 or 3 uses, while administering medicine, the port of the straight feeding tube detached from the connecting tube. The procedure was completed with another one step button initial placement gastrostomy kit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.